Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. Received photo shows a company device. The plunger is advanced outside of the device and has advanced over the intraocular lens (iol). The iol is advanced to mid nozzle and appears damaged. We are unable to determine the root cause for the reported complaint the plunger passed over the iol, deforming the optical part and haptic of the lens. The product was not returned for analysis. Plunger override was observed on the returned photo. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic visco surgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. If ovd has not been allowed to come to operating room temperature over a 20-minute timeframe prior to use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery, causing potential unsuccessful delivery outcomes. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery the plunger passed over the intraocular lens (iol), resulting in deformation of both the optic and haptic components. The iol remained within the cartridge, and there was no contact with the patient. The surgery was completed on the same day and the iol was replaced with another lens of the same model.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).